Manufacturer narrative:
The device was not returned for evaluation. Therefore, we are unable to determine if any malfunction or other product condition could have contributed to the customer's hospitalization. No product lo number was reported, so no qualification record review could be performed. The patient would not specify a device issue, diagnosis or diabetic symptom that led to his hospitalization, so no review of product labeling for relevant warnings or instructions was possible.

Event description:
Customer stated that he was in the hospital, but refused to specify what system-related issue caused his hospitalization. Asked the customer for information, but he continued to avoid the question.